Event description:
It was reported that the force sensor test system error occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. Visual and functional testing were performed. Tamper seals were removed/broken. Top case was chipped and pump was contaminated. Force sensor test error was observed in the event history log. The technician performed power up process, checked and test force sensor. Force sensor test error was found at power up process and unable to calibrate the force sensor. The root cause of the reported issue was found to be plunger assembly had contamination inside. The technician replaced the whole plunger assembly, plunger tube and plunger cable. Performed force sensor calibration which the device passed.